Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the m.r.I. Ultra slim. During the procedure, when the physician prepared to suture the stoma and discovered leakage from the port system. As the issue was identified intraoperatively, the procedure could not proceed with the original device. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, two photos were provided for review. Both photos show a fluid filled syringe connected to the non-coring needle was inserted into the port septum. No visual anomalies were noted. Therefore, the investigation is inconclusive for the reported fluid leak issue as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the m.r.I. Ultra slim. During the procedure, when the physician prepared to suture the stoma and discovered leakage from the port system. As the issue was identified intraoperatively, the procedure could not proceed with the original device. The procedure was completed using another device. There was no reported patient injury.